Event description:
It was reported that the user experienced recurring alert 32 indicating delivery motor communication, occurring multiple times and prompting device restarts, after which a replacement ilet was provided and the original was returned. Symptoms included no reported changes in blood glucose levels and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included review of the reported alarms and device replacement with plans for return assessment. Investigation of this case revealed a suspected delivery motor communication issue consistent with the alert history. It was concluded that the device exhibited a malfunction related to delivery motor communication, with no reported patient harm.